Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 33 mg/dl at the time of the call. The customer stated they had treated their low with glucose tablets. Customer also reported their transmitter would not blink when connected to sensor. Troubleshooting found the customer had a bent sensor cannula. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.